Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove the needle guard causing her to discard the three infusions set upon insertion event on (B)(6) 2024. No further information was available.